Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain, post lumbar laminectomy syndrome, and spinal pain. It was reported that the patient was experiencing poor communication and did not have stimulation. The patient was unable to charge and they received the reposition antenna screen. The patient stated they were last able to successfully charge their device about two weeks ago. The patient reported that the ins would not charge all the way up anymore. They stated the issue started about six months ago. The patient was unable to communicate with another external device. The patient was redirected to follow up with a healthcare professional. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018 indicating that the event was reported to patient services on (B)(6) 2018 so they have not seen the patient. No further complications were reported/are anticipated.